Event description:
Event description guidant received information that this newly implanted implantable cardioverter defibrillator (ICD) exhibited decreased r wave amplitudes and increased pacing threshold measurements one day post implant. There is no noise on either channel and the shock impedance measurements are normal. Pacing impedance measurements are normal. At lead revision, the leads were disconnected and connected to the psa, resulting in normal lead measurements. When connected back to the device, measurements remained normal. The physician assumed the cause of the threshold changes was due to a connection issue. At a 10 day follow up visit, the threshold measurements are again elevated and the r waves have decreased in amplitude. All pacing and shock impedance measurements are normal and stable.